Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neoplasm ("tumor / teratoma / cancer, type: certain type, unknown name") in a female patient who had essure (batch no. 810880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included body mass index normal, asthma and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), adnexa uteri pain ("left ovary") and abdominal pain ("abdominal pain") and was found to have neoplasm (seriousness criterion medically significant) and weight increased ("weight gain / loss: specify which one: weight gain"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy, left salpingo- oophorectomy and cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, neoplasm, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, nausea, depression, fatigue, weight increased, adnexa uteri pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, depression, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, neoplasm, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality-safety evaluation of ptc. (Product technical complaint). We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain at left side') in a 37-year-old female patient who had essure (batch no. 810880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included body mass index normal, asthma and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain / loss: specify which one: weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced ovarian cyst ("tumor / teratoma / cancer, type: cysts of ovary") and adenomyosis ("adenomyosis"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("left ovary"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy , left salpingo- oophorectomy and cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and weight increased had resolved and the ovarian cyst, female sexual dysfunction, dyspareunia, nausea, depression, adnexa uteri pain, abdominal pain, feeling abnormal and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, depression, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, menorrhagia, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received : events- "brain fog, tumor / teratoma / cancer, type: cysts of ovary, adenomyosis", event onset date added. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report .

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neoplasm ("tumor / teratoma / cancer, type: certain type, unknown name") in a female patient who had essure (batch no. 810880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included body mass index normal, asthma and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), adnexa uteri pain ("left ovary") and abdominal pain ("abdominal pain") and was found to have neoplasm (seriousness criterion medically significant) and weight increased ("weight gain / loss: specify which one: weight gain"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy , left salpingo- oophorectomy and cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, neoplasm, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, nausea, depression, fatigue, weight increased, adnexa uteri pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, depression, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, neoplasm, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Most recent follow-up information incorporated above includes: on 2-may-2019: reporters, patient demographics, medical history were added. Updated suspect drug indication was added. On (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2011). Added events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), nausea, psychological or psychiatric problems condition: depression, tumor / teratoma / cancer, type: certain type, unknown name, fatigue, pain, weight gain / loss: specify which one: weight gain, abdominal pain and patient did not performed essure confirmation test. On (B)(6) 2012, she explanted essure. Injury event was deleted and case becomes valid. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report .